Event description:
It was reported that in (B)(6) 2010 the pt had started to hear a continuous flow of tones, however she heard 'two organ notes/tones' both with and without the audio processor in place. The pt was seen by her physician who stated that the pt's hearing is now out of the criteria range. The pt is bilaterally implanted and has 48% speech discrimination in the right ear and 12% speech discrimination in the left ear ((B)(4)) with the audio processors in place.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to vibrant med-el for evaluation. When available, a device analysis will be submitted as a f/u report. Note: this device was manufactured by symphonix inc. Vibrant med-el took over the symphonix assets. As such, vibrant med-el feels responsible to f/u on product problems with symphonix produced devices.